Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received chest compressions due to low blood pressure (bp). The compressions were thought to have caused the lead to exhibited oversensing and noise, triggering the lead integrity alert (lia). No patient complications have been reported as a result of this event.